Event description:
The sales reported that there were 3 incidents where the tubing came apart from the connector on the eds3 product. In all 3 cases, the entire system was replaced. There were 2 incidents where the tubing came apart from the stopcock. Both of these cases also required replacement of the eds3 product. No adverse consequences to the patient was verified.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.